Event description:
The file fractured during an endodontic treatment (fracture occurred in the patient's mouth). The affected patient was not injured, and no medical care was required. The incident occurred 20 minutes after the start of the treatment. The dentist stated that the incident happened during the first use of the product and that they have experience using this product, as well as a similar product from rare euo. The practitioner stated that they did not sterilize the product before use. The cleaning protocol consisted of disinfection and lubrication. Regarding the sex of the affected patient, the dentist indicated both male and female. A request for clarification has been sent to determine if multiple patients were involved. The broken fragments could not be removed. The settings used were: power - 350 rpm, speed + 30 - 150, handpiece used fkg. The cannula was bent before injection. The files were discarded (no sample available for investigation).quantity of parts impacted by the defect: 5.